Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 111 mg/dl, and the meter bg reading was 62 mg/dl. This level of inaccuracy does not present significant medical risk according to the parkes error grid. As a result of the increased basal delivery, customer's blood glucose (bg) level lowered to the 40s mg/dl. Paramedics were called and administered glucagon injections to the customer and transported the customer to the emergency room and was later hospitalized in the intensive care unit (ICU) due to the low bg and experiencing seizures. Customer was treated with intravenous fluids of saline to address bg. Customer was discharged the next day, on (B)(6) 2023 with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies.